Event description:
Goretex suture -6-0, lot 02018454-frayed while suturing through accuseal patch. This has happened to reporter 2-3 times previously and has been reported to gore. They attribute to instrument handling of the suture. However, the suture has not been handled with instruments -- only the needle. The suture drags going through the patch -- wetting doesn't help. When fraying occurs reporter must cut the suture short -- back past the frayed section, and attach a new suture. Reporter has previously reported this to gore. The current episode has not been reported, since previous reporting has been fruitless.

Event description:
Add'l info rec'd from MFR 1/12/2004: since the device listed in the medical device report was not returned to the MFR, MFR was unable to perform any failure analysis or lab testing. In the past, MFR has received a few similar reports (average annual occurrence rate over the past 10 years of approx 0.001%). An evaluation of returned clinical samples from some of these reports have indicated that damage to the suture thread during use contributed to fraying of the suture threads. Gore-tex suture is a single fiber (monofilament) of polytetrafluoroethylene. During the manufacturing process the fiber is stretched longitudinally to increase the tensile strength, thereby orienting the fiber structure in the longitudinal direction. Minimal orientation of fiber structure perpendicular to the length leaves the suture susceptible to splitting or fraying, particularly when damage is present on the surface of the suture. Damage to the surface of the suture can be produced by excessive compressive of shear forces, such as can be generated through aggressive handling with clamping instruments or when cutting the suture with dull scissors. Once initiated, a fray can propagate down the length of the suture). In MFR's opinion, these types of incidents are unique to the handling of the device.